Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator (ins). It was reported that there was low impedance on two poles (1 & 2) and inquired if a short-circuit could have led to an early discharge of the device. A longevity estimation of the ins resulted in an expected eri of 3.3 years with the following parameters: 3.5 volts, 210 ms, 70 hz and assuming 1000 ohms and cycling not enabled. However, cycling was enabled at 0.1 seconds on and 0.1 seconds off and the cycling would have a negative impact on the expected longevity. Of note, it was noted that the short circuit between contacts 1 & 2 did not impact the longevity since they're not used in the programming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported that the ins wouldn't be returned to the manufacturer as it was discarded.